Event description:
Two patients were having thoracic (chest) catheters removed. During this process, the tubes broke off inside patients. Pieces were removed without surgical intervention. Both samples returned to maxxim. Samples sent to the mfg., axiom.